Manufacturer narrative:
Concomitant medical products: product ID: 4574 lead, implanted on: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible intermittent undersensing noted on stored ventricular electrograms (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.